Manufacturer narrative:
Product event summary: analysis was unable to replicate the customer's reported "loss of communication" issue, however it was noted that it failed an incoming testing step. The test was rerun and this time the device passed and intermittent operation was noted. It was additionally noted that disturbed pins were found on the patient connector. The device was to be returned unrepaired.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure, after connecting the software analyzer to the programmer the analyzer light did not light up, and the programmer screen showed a warning: "loss of communication of analyzer." It was further noted that intermittent loss of communication was found even when the analzyer was connected securely. The analyzer was returned for service. No patient complications have been reported as a result of this event.